Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set (10 drops/ml) was separated from the tubing. This occurred during infusion. The set had separated at the junction below the drip chamber. The infusion blood had leaked. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage under water was performed, a leak was found. The reported condition was verified. The cause of the condition was determined to be due to manual assembly of the chamber and tubing. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.